Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgery was performed within the last 3 months, and interceed was used on the abdominal wall. Relaparotomy was performed, washing and interceed was removed. The dates on which the fever and abscess developed, as well as the date of the reoperation, are unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of initial index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. Was meticulous hemostasis performed prior to use of product? 8. What color was the interceed prior to closure? (If brown or black then hemostasis was not adequate) 9. Did the interceed come in contact with heme prior to use? 10. How was the product applied? One layer? Wadded? 11. What suture was used to close the uterine incision? (For instance, silk suture is much more reactive than other sutures to the surrounding tissues) 12. Was there excessive tissue desiccation (cautery use) at the site of interceed application? 13. Were other products (ie seprafilm, anti-adhesion products) used? 14. What were current symptoms following the index surgical procedure? What was the onset date? 15. Has any additional surgical or medical intervention been performed? 16. What is physician¿s opinion as to the cause of this event? 17. Was there an alleged deficiency of the interceed that contributed to the patient¿s post-operative fever and abscess? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on an unknown date and absorbable adhesion barrier was used. The patient developed a fever due to suspected abscess formation after the surgery. Relaparotomy was performed. The absorbable adhesion barrier had been placed at the site of the abscess. The patient is stable after that. Additional information was requested.